Event description:
No sample or picture was available for analysis. Without the proper sample or picture, an evaluation is not possible to determine the probable root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. The reported leak could be related to 1) misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump, 2) poor welding of the cassette, 3) over-insertion of the secondary port or leak at the primary line due to insufficient solvent. An internal investigation was opened to investigate this issue.

Event description:
The following has been reported: nurse reported: an issue with leaking tubing from fk. Waiting for confirmation of no patient harm and that issue did not stop active infusion and set type. A preliminary review identified the following issue: administration set leak (external part). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.